Event description:
The outpatient pharmacy department at the hospital stores and dispenses liquid medications in amber plastic oval bottles with click loc caps, manufactured by owens-illinois plastics group. On 2 occasions, the lining of the click loc cap for the 16 oz bottle disintegrated and pieces of the lining fell into the liquid medication. This happened with captorpril and omeprazole suspension, and occurred within less than a month of the suspension being prepared and stored into the bottle.